Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue.